Event description:
Complainant alleged that medics arrived upon the scene of a pt who was in cardiac arrest. Electrodes were applied to the pt and an attempt to monitor the pt's heart rhythm was made. However, the device displayed a "poor pad contact" message and was unable to obtain an ECG signal. Complainant indicated that the clinicians obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired. Complainant indicated that the electrode pads used during the event were subsequently expired and are therefore not available for evaluation.